Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6), ubd: 20-aug-2016, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(6), ubd: 17-aug-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says that their controller worked fine yesterday, but today they are seeing a message that says setting not available, cannot provide your desired intensity settings. Patient has tried resetting the controller, but that didn't resolve the issue. Patient hasn't had any falls or trauma recently. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of the settings not available message was that the leads are out/not working where their pain is. Multiple are not working. They met with the manufacturer representative (rep) and have an appointment scheduled with the healthcare provider (hcp). Patient stated they will most likely have to have the leads and unit replaced. Issue not resolved. Additional information was received from a manufacturer representative (rep). The rep reported that the patient did have electrodes 0,1,4, 8 show out of regulation (oor) and 0 <(>&<)> 4 shows not being connected. X-rays were done and x-ray does show lead migration. Rep saw the patient on due to the patient not getting beneficial stim. Rep did an impedance test. Electrode 0 was do not use, electrode 4 was do not use, electrodes 1 and 8 were saying avoid, and the same 2 were showing 40000. Rep programmed the patient, gave the patient one tonic program. Patient will get a replacement surgery for just the leads.